Manufacturer narrative:
(B)(4). The field service engineer (fse) replaced five wash zone manifold valves from wash zone 1 and wash zone 2 due to normal wear; the valves were not available for return. A review of the customer's instrument ((B)(4)) service history was performed, and the review of tickets identified no additional occurrences of discrepant results and identified no contributing factor on or around the date of the event. A product labeling review indicated that the architect systems operations manual addresses operational precautions and limitations and addresses troubleshooting of erratic results, including the inadequate dispense of wash buffer by the wash zones. No adverse trends were identified with the issue described in the complaint. Based on the results of the investigation, there is no indication of a deficiency of the wash zone manifold valve and insufficient information was available to reasonably suggest a malfunction of the valve.

Event description:
The customer stated that one patient sample generated a false positive result of 2.72 ng/ml for the architect stat troponin-I assay. The result was reported out and a cardiac catheterization was performed on the patient with negative results. The patient was tested after the procedure and negative results were obtained. No further impact or consequences to patient health were reported.